Event description:
It was reported that this pacemaker exhibited intermittent far field oversensing on the atrial channel. Reprogramming options were discussed by technical services (ts). No adverse patient effects were reported. This device remains in service.